Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty events were reported for this quarter. Fifteen devices were received for evaluation. Twelve events were duplicated during testing. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. Three devices were found to be affected by corrosion. Nine devices were found to be affected by compromised lubrication. One device was found to be affected by fractured component. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. Two devices are available for evaluation but have not yet been received. Three device were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 20 malfunction events in which the device was reportedly overheating. Sixteen events had no patient involvement; no patient impact. Four events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). Supplemental rationale: 2 previously reported events are included in this follow-up record. Product return status: 2 devices were not available to stryker for evaluation.    Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused. Device not received for evaluation.

Event description:
This report summarizes 20 malfunction events in which the device was reportedly overheating. 16 events had no patient involvement; no patient impact 4 events had patient involvement; no patient impact.